Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis due to a bent cannula (for all events) and they treated it with multiple daily injections. Reportedly, in (B)(6) 2021, she was hospitalized for four times. She was admitted to the emergency room on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021, but she was unsure about the fourth date of arrival. She stayed in the emergency room for three hours because her blood glucose level was over 600 mg/dl for all the events. Subsequently, she was admitted in the intensive care unit. Further, her ketone level was high for two events, but it was not dangerous/ life threatening as assessed by her health care professional. Moreover, this event caused injury to her arm, but she was not sure if it was related to her high blood glucose levels, treatment in the hospital or a third-party incident. It was also stated that she was hospitalized five times. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.